Event description:
It was reported that during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) ECG lead cable was defective. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse discovered that the ECG lead cable's pins were broken. The fse replaced ECG cable. The unit was checked and was found to be working okay. The iabp was handed over to the customer in good, working condition.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) ECG cable is physically damanaged and needs to be replaced. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.